Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the j tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Conservatively, abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent placement of a percutaneous j tube and patient experienced severe peritonitis. On an unspecified day after the placement, the crp value was increased and patient reported abdominal pain and leak in the stomach. Abdominal CT scan showed free air. On (B)(6) 2016, the patient experienced free air in abdomen. On (B)(6) 2016, the peritonitis resolved.